Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed fluid around the heart during implant. The right ventricular (rv) lead remains in use. A drain was placed to remove fluid. No further patient complications have been reported as a result of this event.